Event description:
Report received of a foreign body in the set. Reportedly, when the nurse disconnected the patient's IV site following the completion of a gastrointestinal (gi) procedure, it was noted that a 2mm round "foreign body", beige to tan in color was seen inside the tubing, lodged against the set wall. It was described as a piece of plastic. The patient has lactated ringers infusing as the primary line and had received demerol and versed IV push during medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.